Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. Additional information was requested and the following was obtained: did the device cut? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1 - event not reportable.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2023. D4: batch # u291a33. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 291a33, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot/batch number, v94y9p, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap chol the stapler made an unknown suspicious sound during firing. Staples were not fired. This happened intra op, with no patient consequences. A new device was opened to continue procedure. Procedure prolonged additional 5 minutes, but was completed successfully.